Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for pulse generator follow up after having a left mastectomy - exposure to electrocautery was noted. The pulse generator exhibited backup vvi mode. After a successful software download, the device resumed normal function.